Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation; three events were confirmed during testing. One device was affected by missing paint chips and corrosion. One device was affected by missing paint chips and compromised lubrication. One device was affected by missing paint chips and shattered bearings. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device overheated and had missing paint chips. There was no patient involvement; no patient impact.